Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hysterectomy. In the final part of the surgery about 3 or 4 hours into the procedure, the needle and thread broke because the thread came out of the needle. The needle detached from the swage. The needle disengaged from the jaws. An x-ray was performed for the express purpose of locating the needle. The needle disengaged into the patient cavity and was retrieved after performing 20-30 x-rays to locate the needle. This caused an extension in surgical time. Patient status is alive, no injury. The current patient status is ok.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the returned opened product noted that the needle appeared to have disengaged from the suture under tension. The visual inspection and functional evaluation of the sealed products had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.